Event description:
Information received a smiths medical breathing/portex general anesthesia circuits malfunctioned. Reported during a pre-use air leak check, leakage from the product was observed. Reported the customer changed to another one to solve it. No patient injury.